Manufacturer narrative:
Testing on returned product was comparable to the stability results. In addition, satisfactory biocompatibility test results for the materials used to manufacture the same type of products were reviewed. The product is labeled as super strength adhesive not intended for use on delicate skin.

Event description:
The initial report on 02/11/2019 consumer stated that product took his skin off resulting in a big open wound. The customer information request (cir) was received on 02/27/2019. Consumer stated that he required medical treatment and that the symptoms did not correct after he stopped using the product. Nurse applied an ointment and bandage. In addition, consumer stated that the issue was with the tape area.